Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a diagnostics anomaly. During a ventricular tachycardia episode, the device interpreted it as a supraventricular tachycardia. The device was reprogrammed. Patient was stable and asymptomatic.